Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed between the lumen and hub of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was unable to be removed from the microcatheter. All 3 marker bands were present on the proximal end of the stent. The stent was noted to be deformed. A functional test was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. The stent was returned for analysis with the distal section of the stent partially loaded inside the proximal lumen of the returned microcatheter and the proximal section of the stent present in the microcatheter hub. The stent was unable to be removed from the microcatheter hub but was noted to be deformed. The stent delivery wire (sdw) was not returned for analysis and neither was the introducer sheath. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when delivering a neuroform atlas stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter. Per the event description and follow-up responses, it is likely that the introducer sheath was initially set up correctly, but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is one possible explanation to explain the event description and analysis findings. The as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' as well as the as analyzed codes 'stent deployed prematurely during use' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factor(s) during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.